Event description:
On november 10th, 2009, an ICU rn contacted local aspect representative regarding skin changes noted following removal of a bis sensor; a patient care episode in 2009. In addition to the rn's report, the institution's risk management department provided additional details. A male patient with pancreatitis was admitted four days prior to event, to the ICU. Upon changing the bis sensor on event date, the ICU nursing staff noticed skin irritation under the sensor on the right side of the forehead. Red marks were noted which turned into blisters then scabs. According to the rn, the patient was noted to have developed sores on the forehead which resembled burns. Bacitracin ointment was used to treat the irritation and the hospital wound specialist was contacted by the ICU staff. Further information has been requested, however, no further details have been provided by the site. The site did not respond to a specific inquiry regarding the duration of time. The removed sensor had been used on the patient prior to the observation of skin changes.

Manufacturer narrative:
We conducted a review of the lot history records for the sensor which was used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with th approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Device functioned as intended and did not malfunction. Bacitracin is considered a widely used over the counter ointment. However, bacitracin was used to prevent permanent damage. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, bacitracin ointment was used to prevent permanent damage. At the time of this report, it is unknown if the skin changes noted on the forehead had completely resolved. Therefore, an MDR is required.